Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that according to the customer's spouse, the insulin pump had an unresponsive buttons after inserting a battery. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump also alarmed unexpected restart after the battery insertion. It was also reported that the battery and battery cap were changed but the buttons were still unresponsive. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify the unexpected restart error alarm due to unresponsive button. Unit had minor scratched lcd window and cracked reservoir tube lip.